Event description:
Reporter alleged discrepant blood glucose results of lo back to back with a result of 140 mg/dl when testing was performed 1 minute apart on the active system. Customer stated not having low glucose symptoms during the time of the testing, however, did not provide the location in which it occured. Customer indicated sometimes she does not get enouch blood on the test strip, however, did not remember if enough blood was on the strip when the result of lo was obtained. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.